Manufacturer narrative:
Medical device expiration date: n/a (B)(4). Investigation summary: fourteen (14) samples were received in two separate bags, one plastic bag with 12 samples and the other bag with 2 samples. The one with 12 samples has a white label with the handwritten note ¿fm on tip 12 pcs¿. They were first visually inspected with a 10x magnifier lens and not noticing any foreign matter on the tip. Then they were visually inspected under the 30x microscope. Five (5) show on the surface like a white stain, which we call watermark. The other two samples in a different plastic bag were also inspected under the 30x microscope. They have slight point damage; this is induced by handling; if we saw them, we would pick them. Eighteen (18) photos were provided, they are dark, and it is difficult to visualize the reported symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. However, the symptom is only noticeable under special conditions; to observe and notice these imperfections we would need to change our inspections conditions for the products supplied to this customer. It is recommended that marketing confirms the customer expectations. We will continue monitoring and trending this product for this symptom. Root cause description: the inspections performed by the customer using high magnification enable them to observe imperfections not noticeable under our normal inspection conditions. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 25 ga 3/4 in w/o silicone was damaged on 2 occasions and had foreign matter on 12 occasions before use. The following information was provided by the initial reporter: material no: 301670, batch no: 0042277. It was reported that some needles are damaged and some have foreign matter at the tip.